Event description:
Pt was revised to address pain attributed to an infection. Poly wear was discovered intraoperatively.

Manufacturer narrative:
The products were not returned for examination. A search of the complaint database did not show any other reports against the mfg lots. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. Infection after approximately two years implantation is unlikely to be product related. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be rec'd, the investigation will be re-opened.